Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the missing pieces of the covering, and it was peeling off, the cause was excessive or inadequate physical force exerted on it by another object, resulting in problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope was missing pieces of the covering, and it was peeling off. There was no patient involvement.